Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was turning on and off by itself and he was getting no relief. The patient noted that he could be up walking around, and the ins would turn off and then back on. The patient programmer (pp) showed that the stim was on, the therapy was on, and adaptive stim (as) was enabled. It was also confirmed that the controller was displaying the correct position and amplitude. Lastly, the patient did not want to troubleshooting over the phone, so instructions on how to adjust the stimulation were reviewed and the patient would call back if they needed to. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the stimulation was turning on and off. The day prior to the call, the patient was standing up and the device went off and then it knocked the patient down, lost footing, jerked him or something. The patient was laying on the floor and couldn't move his legs. The ambulance took the patient to the hospital and they ran tests and said that nothing looked new in there. The only thing the doctor could think of was that the patient maybe needed to be reprogrammed or needed a new battery. The patient stated that the device turning on and off is not a uniform timeline. The caller stated that the patient's legs gave out from underneath them. The patient is able to walk now and the patient's feeling came back, and they can feel their stimulation. The patient is able to move some now. A rep was reached out to for reprogramming. No further complications were reported.